Manufacturer narrative:
This report summarizes 1 malfunction events. In the event it was reported that screw component had broken ((B)(4)). Evaluation of the device found it to be fractured due to a stress issue. This is a known inherent risk of the procedure.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes 1 malfunction events where patients' experienced endosseous dental implant failure.

Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.